Event description:
It was reported by service report that the nurse call cable was making an intermittent connection to the bed frame. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: broken pieces of connecting screws in the threads of the connector.